Event description:
Ous MDR - after an implantation time of about 106 months, oversensing reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been cut through 21 cm distal of the is-1 connector pin, probably with a scalpel. All parts of the lead were returned for analysis. During the analysis of the lead fragments, fraying of the insulation was noted 52 cm proximal of the tip electrode. This damage manifestation can with high probability be regarded as the cause of the clinical complaint. The analysis did not provide any indications of a material defect or manufacturing error. Rather, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. All other damage at the lead fragments is probably a result of the explantation process.